Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer also report the insulin pump had software error detected error and customer was able to clear the alarm and able to rewind the insulin pump. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software error detected confirmed in downloaded pump history due to software error. Device passed the displacement test and the self test.